Event description:
During verification testing at the mfg facility, solution leaked from a crank between the inlet port and semi-rigid adapter of the filter of the tubing set.

Manufacturer narrative:
During testing, solution leaked from a crack between the inlet port and semi-rigid adapter of the filter of the tubing set. This was due to application of perpendicular force on the inlet port of the filter. This report represents all the info known by the reporter upon query by hospira personnel.